Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that vegetation was suspected. The implantable cardioverter defibrillator (ICD) and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.